Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) display was out of specification. It was also indicated that the battery drawer was broken. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.